Event description:
It was reported that during the reprocessing of a da vinci surgical instrument, the staff reportedly observed a broken cable on the fenestrated bipolar forceps instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the pitch cable was frayed at the distal clevis hub. There was no damage found at the clevis. Failure analysis investigation also found indentations at the edge of the distal pulley with visible scratches on the surface of the pulley. In addition, the distal end of the instrument's main tube had various scratch marks exhibiting light material removal with a rough surface finish. The scratches were short in length and not axially aligned with the tube. There was no other damage found. The cause of the damage was likely due to mishandling/misuse. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however, the damage to the cable/main tube found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.